Event description:
Facility alleges drip chamber leak. Rn reports leak occurred approx 20 minutes into treatment from upper part of drip chamber, but not sure if from bonded connection. Another co's 1550 machine; did not alarm. Ebl 100cc. No further medical intervention reported.